Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report#: 1627487-2018-05306, reference MFR. Report#: 1627487-2018-05307, reference MFR. Report#: 1627487-2018-05308. It was reported the patient experienced ineffective stimulation from one of the leads and the patient was not receiving any stimulation from another lead. Additionally, the patient desired to have a MRI performed. As such, the patient underwent surgical intervention wherein the scs system was removed. Please note: it is unknown which leads were liable for the issues. Therefore, all suspected devices are being reported.